Event description:
It was reported that the pump's usb port was broken, as explained by the customer. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the distributor was waiting for the pump¿s return to check it further.